Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 20-sep-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 2.75 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The procedure was completed with a different device. No patient complications were reported and the patients status was good. However, returned device analysis revealed stent damage. Synergy ous mr 2.75 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal stent strut rows were damaged, with stent struts bunched in a distal direction along the balloon. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.